Event description:
It was reported that pump screen went black, required restart to work again, did not recognize cartridges after restart. No information was received regarding impact to the customer¿s blood glucose level. Customer declined follow up with technical support, no troubleshooting or corrective actions were documented, and customer was noted to be out of warranty and in process of renewal.